Manufacturer narrative:
(B)(4). Batch # p93v0r. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger, resulting in no audible feedback sound. The bent closure indicator does not affect the device functionality. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, ¿replace instrument¿ was displayed. The second device was used but the device could not cut the tissue properly though the handle was grasped completely. The device was used on the rectum. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Competitors¿ product was used to complete the case. There were no adverse consequences to the patient.